Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not charge his ipg for a significant amount of time . A sjm representative met with the patient and found the ipg battery showed 'low battery - stim off. The patient also stated to experience a fall. Subsequently, the ipg was explanted and replaced with another model which resolved the issue. Reportedly, the patient has effective stimulation postoperatively.